Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio replaced the high voltage transfer relay and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed high voltage transfer relay and confirmed that there was no defibrillation output. When attempting to defibrillate there was a sound, followed by an "abnormal energy delivery" message on the display of the mock-up device.the cause of the reported failure was the high voltage transfer relay.